Event description:
Caller reported mobile system results of 60 mg/dl and 121 mg/dl within 10 minutes. Caller reported blood glucose results of 55 mg/dl on mobile system, 124 mg/dl on compact plus system within 10 minutes. No compact plus information available. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.